Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The technician tested the device with another battery and observed that the device would work regularly. After performing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was subsequently returned to the customer for use. The customer's battery voltage was measured and the battery was found to be empty. Stryker advised the customer to obtain a new battery.

Event description:
The customer contacted stryker to report that their device did not function when needed on a patient as the device did not provide voice prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.